Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed there was a broken ceramic sleeve. The ceramic sleeve's function is insulation. The instrument was returned with heavy bio debris and char marks residing around the spatula. An uneven piece of the ceramic sleeve was missing and exposing the shaft of the spatula. There was also a derailed yaw cable observed at the instrument's wrist. The instrument's movement and functionality may not precise. Both pitch cables were also observed to be broken at the instrument's wrist. Both cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks but heavy bio debris was found residing within that area. Upon further failure analysis, the banana plug was no longer straight, but bent. Evidence not conclusive, but the ceramic sleeve and banana plug damages may have been caused by misuse or mishandling. The instruments and accessories instructions for use (IFU) specifically states, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci gynecological surgical procedure, the endowrist portion of the permanent cautery spatula instrument fractured. The permanent cautery spatula instrument was 1 of 4 instruments that reportedly broke during this da vinci procedure. The reported instrument issue allegedly was possibly caused by use error. The instrument was used during a surgical procedure that was converted to an open surgical procedure. The da vinci procedure was converted because to repair an transected right iliac vein. Refer to MFR report 2955842-2013-05243 for more details regarding the reported injury.